Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: d4: lot number, expiration date, or h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing, after the user "process trach 2 to 3 times, the trach breaks right at the base of the shaft." Caller said that they were processing the trachs according to directions. No patient injury or adverse effects have been reported.